Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The stenosed, long target lesion was located in an arteriovenous graft anastomosis. A 7.0 x 100 75cm mustang¿ balloon catheter was advanced for dilatation. However, during the first inflation for 20 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. A longitudinal tear was identified in the balloon material located approximately 5mm distal to the distal end of the distal marker band and extending approximately 35mm proximally across the balloon material. An examination of the balloon material and marker bands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination found no issues with the markerbands or tip of the device that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The stenosed, long target lesion was located in an arteriovenous graft anastomosis. A 7.0 x 100 75cm mustang¿ balloon catheter was advanced for dilatation. However, during the first inflation for 20 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.